Event description:
Immunologic response related to foreign substance in the body [nonspecific reaction], pain in bases of thumbs [pain in extremity], baker's cyst became engorged [synovial cyst], right knee stiffness [joint stiffness], intense pain in right knee [arthralgia], right knee swelling [joint swelling], swelling in bases of both thumbs [oedema peripheral]. Case description: a spontaneous report was received on 09/15/2009, from a (B)(6) female pt with a history of osteoarthritis, initials (B)(6), who experienced right knee pain, right knee stiffness, right knee swelling, pain in the bases of both thumbs, swelling in bases of both thumbs, baker's cyst became engorged, and pain with walking. On 09/16/2009, a report was received by a healthcare provider (hcp) via a genzyme company rep regarding pt (B)(6) confirming that she experienced an immunologic response after starting synvisc one. The pt had no history of previous treatment with synvisc or synvisc one. The pt reported that she received an injection of synvisc one into her right knee on (B)(6) 2009. On an unspecified date, two months after receiving synvisc one, she had a sudden, intense pain, stiffness, and swelling in her right knee. She stated that about an hour after the knee pain, swelling, and stiffness began, she experienced extreme pain and mild swelling at the bases of both thumbs. On an unk date, she experienced a baker's cyst on the back of her right knee became engorged and she had pain with walking. Treatment included two medrol dosepaks to be taken one after the other. The pt reported that the medrol relieved her right knee pain, stiffness, and swelling as well as the pain and swelling at the bases of the thumbs, but that in the four week period after completion of treatment with oral steroids, the symptoms returned. She reported that she went back to her physician and was prescribed more steroids, which she is currently taking. While on the medrol dose pack, she feels "almost back to normal". On 09/16/2009, a nurse in the office of the physician who administered synvisc one to the pt reported to a genzyme rep that the pt experienced a immunologic response that did not involve the pt's knee. The hcp stated that the pt experienced this event at the end of (B)(6) 2009, after treatment with synvisc one on (B)(6) 2009. The hcp reported that this event was unrelated to synvisc one. The pt was also seen by another physician regarding the immunologic response who felt that the event was related to a foreign substance in the body, and that synvisc one was the only foreign substance known to be present. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.